Event description:
Customer alleged the right brake handle broke and stated this is the 2nd time the right brake handle broke. No injury alleged.

Manufacturer narrative:
(B)(4) - the consumer is a (B)(6) female, (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the right brake handle on the 65550 rollator allegedly broke. No injury alleged. The damaged product is not scheduled to be returned to invacare.